Event description:
It was reported to vyaire medical that the avea ventilator had a 'vent inoperable' alarm during patient use. It was also stated that the error log has a bad cal fcv message. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue - unit had a 'vent inoperable' alarm during patient use. It was also stated that the error log has a bad cal fcv message. The biomed technician checked the inspiratory and expiratory pressure sensor calibration. The expiratory flow was then tried to be calibrated and it was observed that the press was not holding during calibration, and there was potential leak in the flow connector. It was noticed that by replacing the flow connector, measurements were steadier. The flow connector was then replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.